Event description:
It was reported that when a cadd-ms® 3 pump was turned on, the message on the screen stated "program default" with a prompt to program the pump. It appeared the program was erased. This did not occur while the pump was in use and there was no interruption in therapy due to the pump malfunction. No injury was reported.